Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that one time it works and the next time it does not when charging the ins. The caller said they see no device found when trying to recharge. The caller connected to the ins and started charging without issue on the call. The patient mentioned they used to charge every 2 weeks or so with their old ins and they charge every 2 to 3 days with their new ins. No symptoms or further complications were reported.